Manufacturer narrative:
Technician found no issue with the prong on the power cord. The technician replaced the power cord to correct the issue.

Event description:
Technician alleged that the power cord on the bed failed the ground resistance electrical safety check. No patient impact.